Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: reported alaris tubing with 0.2 micron filter noted to be leaking at filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-may-2023. H6: investigation summary: one sample was received and tested by our quality team. The set received was primed with saline and the leak at the filter was immediately noticed at inlet, verifying the customer's complaint. The filter and tubing were then sent in to the supplier in europe to be further tested in effort to determine root cause. The filter leaked when supplier tested, then was washed for an extended period of time with saline then dried thoroughly. When the filter was tested again, there was no leak noticed. The root cause of this leakage is most likely due to drug specific interactions with the air membrane that weakened the hydrophobic properties and allowed fluid to flow out. This is just a potential but the true cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: reported alaris tubing with 0.2 micron filter noted to be leaking at filter.